Event description:
The complaint concerns an incident involving mics capsulorhexis forceps (ref: mmsu1567cs) used during cataract surgery. According to the reporting ophthalmic surgeon, during performance of the capsulorhexis, the jaws of the forceps tore the edges of the corneal incision, resulting in a corneal wound with tissue loss at the site of the main incision. The complication made completion of the procedure more difficult and required placement of five corneal sutures at the end of surgery, whereas no sutures would normally be required. Additional information was obtained from the surgeon and it has been confirmed that the forceps were not suspected to have malfunctioned or failed to perform as intended, and no excessive force was required during use. No difficulties were reported with insertion, manipulation, or withdrawal of the instrument. The surgeon further commented that these forceps are the complaint concerns an incident involving mics capsulorhexis forceps (ref: mmsu1567cs) used during cataract surgery. According to the reporting ophthalmic surgeon, during performance of the capsulorhexis, the jaws of the forceps tore the edges of the corneal incision, resulting in a corneal wound with tissue loss at the site of the main incision. The complication made completion of the procedure more difficult and required placement of five corneal sutures at the end of surgery, whereas no sutures would normally be required. Additional information was obtained from the surgeon and it has been confirmed that the forceps were not suspected to have malfunctioned or failed to perform as intended, and no excessive force was required during use. No difficulties were reported with insertion, manipulation, or withdrawal of the instrument. At the time of this assessment, the patient's clinical outcome remains under evaluation. On postoperative day 1, corneal edema and descemet's membrane folds were observed, and refraction could not be performed. The corneal wound was reported to be watertight following placement of five interrupted 10-0 ethilon sutures. Assessment of potential astigmatism and final visual acuity has not yet been completed, and the surgeon indicated that final visual outcomes will not be known until after removal of the corneal sutures, anticipated no earlier than two months postoperatively. After careful evaluation of the available information, although no device malfunction has been confirmed, the incident occurred during use of the device and resulted in a significant ocular injury requiring surgical intervention. Given the need for additional treatment and the current uncertainty regarding the patient's final visual outcome, including the potential for persistent visual impairment, this event is considered reportable to competent authorities. The event is being reported to us as part of foreign reporting requirements.